Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that according to the patient, an audible grinding sound was heard coming from the pump. No alarms were noted on the system controller or system monitor. It was reported that when the hospital attempted to place the patient on ip console and stroke volume limiter (svl), the patient became unstable, was experiencing hypotension and ventricular tachycardia and as a result was placed back on electrical actuation. Vent filter samples submitted to the manufacturer for analysis showed evidence of main bearing wear. Waveforms were submitted to the manufacturer for analysis. Additional information provided to the manufacturer indicates that the patient was successfully placed on pneumatic support using an ip console and stroke volume limiter (svl) and remains stable awaiting a heart transplant.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.